Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) reservoir explanted due to the device being palpable during a physician consult. It was found that the reservoir had migrated and was no longer positioned behind the rectus muscle. A new reservoir was implanted. No patient complications were reported.